Event description:
It was reported that this right atrial (ra) lead exhibited high pacing thresholds. Subsequently, the ra lead was explanted and replaced. No additional adverse patient effects were reported.